Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: taper: 0001822565-2019-01669.

Event description:
It was reported that the patient underwent left hip arthroplasty. Subsequently, the patient underwent a revision procedure approximately four years later due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2019-00350.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2019-00350.